Manufacturer narrative:
B3: bsc aware date used as event date, as event date remains unknown.

Event description:
It was reported that device shift occurred. The patient previously underwent a concomitant pulse field ablation (pfa) procedure and a subsequent atrial appendage (laa) closure procedure, and a 24mm watchman flx pro closure device was implanted with complete seal noted and meeting release criteria. At an unknown date at a routine follow up, computed tomography (CT) imaging revealed the closure device had shifted from its original position. No leak or thrombus was seen. A planned intervention is scheduled to remove the shifted closure device and re-implant another watchman closure device on (B)(6) 2026.